Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 6900ptfx 29mm valve, implanted for 10 years and six (6) months, underwent a valve-in-valve procedure due to severe mitral stenosis. A tmvr was successfully performed with a 9600tfx 29mm valve. The valve was well-seated with no significant perivalvular leak. Mean gradient by echo was 3mmhg. No lvot obstruction. There were no complications. He was transferred to the sicu in stable and guarded condition. The patient was discharged home on pod #3.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900ptfx 29mm valve, with implant duration of 10 years and six (6) months, underwent a valve-in-valve procedure due to stenosis. A tmvr was successfully performed with a 9600tfx 29mm transcatheter valve. No other details at this time.